Event description:
The patient's mother stated that the keypad buttons are not activating desired pump functions with every press. She says the issue has been occurring for a month and there has been no peeling or damage to the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. All keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.